Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced hyperglycemia after a first solo teflon 6 mm infusion set change, with blood glucose rising to 370 mg/dl for approximately 2 to 3 hours; the user suspected the removed cannula was bent and resumed insulin therapy after replacing the infusion set with guidance from customer care. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no backup therapy use, and no ketone testing or action plan use. Investigation included troubleshooting and education over the phone regarding infusion set replacement and therapy resumption. Investigation of this case revealed a suspected infusion set insertion or cannula issue leading to inadequate insulin delivery, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.